Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call the customer's sensor lost signal very often, and after removing the sensor from their body the sensor electrode remained in their body. The customer felt pain where the electrode remained.